Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that they have been experiencing unstable blood glucose. The customer's current blood glucose was 133 mg/dl. The customer stated they were advised to go to the hospital by their healthcare provider. The details of the customer's hospitalization was not provided at the time of the call. Customer declined to return the insulin pump for analysis.